Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review procedural media was provided to aid in the investigation and was reviewed by the bsc watchman design assurance team and the clinical specialist. Review of the media confirmed the reported event. Device history record review a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60400 batch # 0034969004. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro delivery system instructions for use (IFU) includes the following instruction: the access system and delivery system permit closure device placement in the left atrial appendage (laa) via femoral venous access and inter-atrial septum crossing into the left atrium. Watchman flx? Pro IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include use of device issue-user error (additional device required). Risk review a risk review was completed and confirmed that the event of misplacement of device (user error) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported that device explant occurred. A left atrial appendage (laa) closure procedure was being performed using 4d intracardiac echocardiogram (ice) without transesophageal echocardiogram (tee). Once the ice catheter was trans-septal, laa pre-measurements were taken. Contrast shot of the laa was not performed due to the patients decreased renal function. A 31mm watchman flx pro closure device was inserted and deployed, however it did not meet release criteria and was recaptured and removed. A 40mm watchman flx pro closure device was inserted and deployed. Release criteria were assessed and met, and the 40mm closure device was fully released. During final ice views, the physician visualized the laa which was of near exact morphology to the left superior pulmonary vein (lspv), where the 40mm closure device had unintentionally been implanted. The physician attempted utilizing a non-boston scientific (bsc) grasping device and non-bsc retrieval device for explant of the 40mm closure device but was unable to advance the non-bsc grasping device through the non-bsc retrieval device. A second attending physician was called in, who utilized the watchman trusteer, rethreaded the 40mm closure device onto the core wire, recaptured it, and withdrew through the watchman trusteer sheath. The physicians decided to continue with laa closure. Copious effort was made to ensure placement in the correct location including color on ice, multiple ice views, and maintaining visualization of anatomical landmarks. The laa was remeasured. A 31mm watchman flx pro closure device was inserted and deployed, but did not meet release criteria, was recaptured and removed. A 35mm watchman flx pro closure device was inserted and met release criteria. The 35mm closure device was fully released in the laa, with verification of the lspv in relation to the laa to ensure the device was placed in the correct location. The patient remained stable throughout; there were no patient complications.

Event description:
It was reported that device explant occurred. A left atrial appendage (laa) closure procedure was being performed using 4d intracardiac echocardiogram (ice) without transesophageal echocardiogram (tee). Once the ice catheter was trans-septal, laa pre-measurements were taken. Contrast shot of the laa was not performed due to the patients decreased renal function. A 31mm watchman flx pro closure device was inserted and deployed, however it did not meet release criteria and was recaptured and removed. A 40mm watchman flx pro closure device was inserted and deployed. Release criteria were assessed and met, and the 40mm closure device was fully released. During final ice views, the physician visualized the laa which was of near exact morphology to the left superior pulmonary vein (lspv), where the 40mm closure device had unintentionally been implanted. The physician attempted utilizing a non-boston scientific (bsc) grasping device and non-bsc retrieval device for explant of the 40mm closure device but was unable to advance the non-bsc grasping device through the non-bsc retrieval device. A second attending physician was called in, who utilized the watchman trusteer, rethreaded the 40mm closure device onto the core wire, recaptured it, and withdrew through the watchman trusteer sheath. The physicians decided to continue with laa closure. Copious effort was made to ensure placement in the correct location including color on ice, multiple ice views, and maintaining visualization of anatomical landmarks. The laa was remeasured. A 31mm watchman flx pro closure device was inserted and deployed, but did not meet release criteria, was recaptured and removed. A 35mm watchman flx pro closure device was inserted and met release criteria. The 35mm closure device was fully released in the laa, with verification of the lspv in relation to the laa to ensure the device was placed in the correct location. The patient remained stable throughout; there were no patient complications.

Event description:
It was reported that device explant occurred. A left atrial appendage (laa) closure procedure was being performed using 4d intracardiac echocardiogram (ice) without transesophageal echocardiogram (tee). Once the ice catheter was trans-septal, laa pre-measurements were taken. Contrast shot of the laa was not performed due to the patients decreased renal function. A 31mm watchman flx pro closure device was inserted and deployed, however it did not meet release criteria and was recaptured and removed. A 40mm watchman flx pro closure device was inserted and deployed. Release criteria were assessed and met, and the 40mm closure device was fully released. During final ice views, the physician visualized the laa which was of near exact morphology to the left superior pulmonary vein (lspv), where the 40mm closure device had unintentionally been implanted. The physician attempted utilizing a non-boston scientific (bsc) grasping device and non-bsc retrieval device for explant of the 40mm closure device but was unable to advance the non-bsc grasping device through the non-bsc retrieval device. A second attending physician was called in, who utilized the watchman trusteer, rethreaded the 40mm closure device onto the core wire, recaptured it, and withdrew through the watchman trusteer sheath. The physicians decided to continue with laa closure. Copious effort was made to ensure placement in the correct location including color on ice, multiple ice views, and maintaining visualization of anatomical landmarks. The laa was remeasured. A 31mm watchman flx pro closure device was inserted and deployed, but did not meet release criteria, was recaptured and removed. A 35mm watchman flx pro closure device was inserted and met release criteria. The 35mm closure device was fully released in the laa, with verification of the lspv in relation to the laa to ensure the device was placed in the correct location. The patient remained stable throughout; there were no patient complications.

Manufacturer narrative:
Section b1 adverse event/product problem: added product problem.section h6 impact codes: added f15: recognized device or procedural complication.with all the available information, boston scientific (bsc) concludes:device technical analysis:the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed.media review:procedural media was provided to aid in the investigation and was reviewed by the bsc watchman design assurance team and the clinical specialist. Review of the media confirmed the reported event.device history record review:a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60400 batch # 0034969004. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event.labeling review:there was evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro delivery system instructions for use (IFU) includes the following instruction: the access system and delivery system permit closure device placement in the left atrial appendage (laa) via femoral venous access and inter-atrial septum crossing into the left atrium. Watchman flx? Pro IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include use of device issue-user error (additional device required).risk review:a risk review was completed and confirmed that the event of misplacement of device (user error, ectopic device deployment) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.investigation conclusion:based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.